Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2006427. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for evaluation. The samples were examined and no signs of plunger damage or any issues were identified. Based on the investigation results, an exact cause could not be determined for this reported incident. If the affected sample becomes available, we would appreciate the opportunity to conduct a thorough analysis. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 plunger was difficult to move. The following information was provided by the initial reporter: whilst administering moderna vaccine the plunger within the syringe would not depress hence unable to administer vaccine.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 plunger was difficult to move. The following information was provided by the initial reporter: whilst administering moderna vaccine the plunger within the syringe would not depress hence unable to administer vaccine.